Manufacturer narrative:
(B)(4).

Event description:
The pt continued to have soreness at a 30 day post deep brain stimulator implant clinic visit. Other than the sore spots, the pt was doing well. The wound edges were well approximated; the sutures were removed; there were no signs of local infection; there was no drainage. The periwound skin was within normal limits. The pt was seen by the implanting surgeon. She experienced a robust improvement of her symptoms after initial programming, and she decreased her medications. However, her symptoms worsened, and she had to increase her medications back to the level prior to surgery. Her "off" time was much less severe than prior to surgery. Her dyskinesias have also improved. Interrogation revealed normal impedances. The amplitude was increased. The pt was seen by the surgeon several days later. Device interrogation of the right-sided stimulator revealed impedances greater than 2000 ohms on the case-0 unipolar pair. Impedance measurements were greater than 2000 on all bipolar pairs involving electrode 0. Clinic notes from several visit reported that the pt displayed leaning, significant stiffness in her feet, dragging of the left foot, decreased voice volume, significant left side rigidity, oromandibular dystonia, extreme tenderness in her scalp at the area of the wire. She was not having any shock-like symptoms. The pt's daughter reported she was having more difficulty with short term memory, freezing. Her gait improved to near-normal after she took her medications. Therapy was reprogrammed several times. The pt was referred to physician therapy. A computed axial tomography scan was ordered to check lead placement. The pt was encouraged to follow-up with the implanting physician if tenderness continued. She was referred to a specialist for deep b rain stimulator troubleshooting. Reference MFR report# 3004209178-2011-00523 for contralateral system.